Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The international customer reported the v60 device displayed occurrence of a check vent alarm " blower temperature high". A nurse discovered the alarm and silenced it. The unit was being used on an infant patient, and the nurse decided to replace the unit for a second one; although there was no adverse patient effect.

Manufacturer narrative:
(Date of event): (B)(6) 2016. Device evaluation: the manufacturer's service technician confirmed the reported occurrence of blower temperature high in the diagnostic log, although was unable to duplicate the issue . Blower assembly was replaced as a precaution. The device successfully passed performance verification testing. The device is ready to be sent back to the customer, for patient use.

Manufacturer narrative:
(B)(6). (B)(4). Blower assembly was returned to the v60 vent manufacturing facility for evaluation. Internal and external inspection of the part did not reveal any evidence of damage or contamination. Part was tested and results were within specifications. The part was installed into the manufacturer's testing v60 ventilator, and multiple operational tests were performed. The blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the returned blower assembly. ; submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.